Event description:
A us distributor contacted zoll to report that a patient developed a broken skin irritation under the lifevest equipment. Patient described the area as a scratch. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.